Event description:
It was reported that during a peripheral stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the highly calcified subclavian artery. The lesion was predilated with an unknown balloon catheter. There was a large amount of recoil and a very small channel resulted. The physician attempted to advance a 6.0mmx40mmx135cm express stent delivery system (sds) to the lesion over a .018 guide wire but was unsuccessful. The physician loaded the 6.0mmx40mmx135cm express stent delivery system over a .035 guide wire and crossed the lesion on the second attempt. Resistance was encountered at the lesion and the stent started to become dislodged. As the balloon and stent were retracted into the sheath the stent came off the balloon but remained on the wire. The physician attempted to remove the sds with a snare but was only able to move it to the common femoral artery. The physician was able to advance the previously deployed stent back to the iliac artery. A second stent was implanted over the 6.0mmx40mmx135cm express stent to trap it in the common iliac. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).